Event description:
The customer contact reported the pt rec'd less medication than intended. The unspecified gemstar tubing set was being used to deliver fentanyl 10 mcg/ml via a gemstar pump that was programmed to deliver at a rate of 20mcg/hr with a 20 mcg bolus and a container size of 250ml. At an unspecified later time, it was reported the nurse noted the "end volume" displayed on the pump was 26.8 ml; however, the amount of fentanyl that the nurse reportedly wasted was 95ml. The pump and tubing set were replaced and the therapy was resumed. No further medical interventions were provided. It was reported the pt was "comfortable". There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).